Manufacturer narrative:
(B)(4). Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing without pacing inhibition. This was discovered via isometric testing. As a result, the lead was explanted and replaced. The right ventricular (rv) lead and pacemaker device were also explanted and replaced at this same time. No additional adverse patient effects were reported.